Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was performed endoscopically in the presence of an anesthesiologist. After the procedure, according to the anesthesiologist, the patient experienced bronchospasm and severe coughing which may be due to the fact that the patient was a chronic smoker. The patient was treated with an ambu oxygen mask, intravenous bolus of magnesium and intravenous cortisone were administered. The patient's clinical picture improved and these symptoms subsided after a while. The patient remained in the hospital today based on protocol.